Manufacturer narrative:
To date, the explanted device has not been recieved at boston scientific. Upon receipt the device will under go a detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Event description:
---

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.

Event description:
Boston scientific received information that implantable cardioverter defibrillator (ICD) was removed, replaced and returned for analysis due to suspected premature battery depletion (pbd). No adverse patient effects were reported.